Event description:
A pump was reported to have triggered an altitude alarm, which did not cause the customer¿s blood glucose level to exceed 500 mg/dl. The customer's insulin delivery was initially suspended due to the alarm, and it was found that the speaker holes were obstructed. Technical support instructed the customer to remove the obstruction, clean the speaker holes, and attempted to resume insulin by instructing the customer to reload the cartridge. However, the alarm recurred shortly after, and the customer was advised to wait two hours to let any remaining moisture evaporate. Follow-up was planned by technical support.